Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 186197: 119 items manufactured and released on (B)(6) 2018. Expiration date: 2023-11-08. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: 15 months after primary cemented tka the tibia is loose and needs replacement. The cement failed to interdigitate into the metal surface; this may be the consequence of a cement/cementation problem. The cement used is not a product from medacta. No reason to suspect a faulty device. Preliminary investigation performed by medacta r&d knee manager: revision surgery after 1 year and a half from primary implantation for loosening of the tibia component. From visual inspection of the explanted component, no residual cement can be identified on the distal surface of the tibia tray. Surface finishing of the tibia baseplate seems to be in compliance with the specifications required. Any other non-conformities can't be revealed on the implant that could have contributed to the event. Absence or lack of cement on explanted components is usual to be seen even if the cause of revision is not loosening or mobilization. Therefore this is not an evidence of lack of adhesion between the cement and the implant due to faulty devices. Poor cement inter-digitation on the implant surface are of various origin; they could be related to the cement and cementation procedure or mobilization of the implant during curing. From visual inspection there is no evidence that the event is related to a faulty device.

Event description:
Instability and loosening of tibial component which was revised. Loosening was confirmed. No cement was attached on the back surface of the tibial component. It was heraeus palacos cement. Liner was revised as well. The surgery was completed successfully 1 year and 4 months after primary.